Event description:
It was reported that morphine pca pre filled syringe the customer is using will no longer be compatible with the alaris pca module on 12.3.1. It was further reported the customer is using morphine 30mg/30ml prefilled ims syringe, which is currently on the pca compatibility sheet. Customer wishes ims syringe to remain compatible. There was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.